Event description:
It was reported that a patient presented for a pulse generator changeout due to normal eri. During the procedure the device was exposed to cautery and exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was noted.